Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had a couple of blood glucose (bg) levels (as low as 44 mg/dl) and juice was consumed to address the bg level. The customer had increased the basal rates without consulting a healthcare provider and was the suspected cause of the low bg. Tandem technical support advised the customer to discuss the event with a healthcare provider.